Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd nexiva¿ closed IV catheter was damaged and seal compromised due misplacement of device in packaging. The following information was provided by the initial reporter: "we came across a defective IV catheter. .... The needle looks like it was broken in half. H6: investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received four photographs which displayed a sealed 22g nexiva unit. The product information is not visible in any of the pictures. In the photos the needle cover, needle, wings and extension tubing can be seen caught in the seal of the packaging, which resulted in a gap in the sterile barrier. The needle cover and needle appear to be trimmed halfway through the component. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter was damaged and seal compromised due misplacement of device in packaging. The following information was provided by the initial reporter: "we came across a defective IV catheter. .... The needle looks like it was broken in half.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported that the bd nexiva¿ closed IV catheter needle broke. The following information was provided by the initial reporter: "we came across a defective IV catheter. .... The needle looks like it was broken in half."